Event description:
A consumer reported receiving a high blood glucose value of 251 mg/dl when they were experiencing a hypoglycemic event requiring intervention. Further investigation into the report revealed that the consumer was using expired strips and mistreating themselves on eroneous readings. Calibration and expiration education took place with the consumer during the reporting of the event.